Event description:
Reportedly, on (B)(6) 2025, the transmitter displays an installation screen even though the patient is already connected. After completing the installation, the message "technical problem" is displayed" and the device can't perform any further operations.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event, as the device is able to connect to network normally. Review of the event log is still ongoing, results are not available yet.

Manufacturer narrative:
Analysis of the returned device did not permit to reproduce the reported event. The review of extracted data and event logs confirmed the reported issue: a troubleshooting screen error message was displayed to the user. No specific finding was found to explain the issue. However, the most probable hypothesis is that a corruption of the file in the storage system occurred. The zip files used to send one of the trace files to backoffice is therefore empty. Uploading this empty file in bo returned http error 400. According to code, this is an unexpected error case, and it is managed by displaying the ¿configuration issue¿ troubleshooting screen. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter displays an installation screen even though the patient is already connected. After completing the instalation, the message "technical problem" is displayed" and the device can't perform any further operations.